Event description:
Procedure: laparoscopic cholecystectomy. A 1mm piece of the distal cannula broke off in the patient's cavity. The patient's cavity was irrigated, the irrigation fluid was strained and they could not locate the piece of the cannula. No injury reported.